Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that a patient being monitored on a transmitter was admitted on the central nurses station (cns), however when the nurse looked at the screen on the cns, the patient was no longer admitted.